Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to be fractured. The lead was exhibiting noise which was oversensed and causing loss of capture. The patient was brought in and an x-ray confirmed the fracture. A revision procedure was scheduled, however, a new ra lead was not successfully implanted as the patient was occluded. The device was reprogrammed and the lead was left connected to the device, but inactive. The patient was re-admitted and this ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.